Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged air detector. During analysis, the customer's reported problem regarding air in line alarm was duplicated while performing air detector test. Air detector was visible of a dent. Service recommended replacing air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line alert. No patient was involved in this event. No adverse effects were reported.